Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A followup office visit from (B)(6) 2018 states the patient denies knee pain (patient does have a history of spinal claudication and back pain unrelated to her knees.) Xray review showed there is evidence of tibial component subsidence bilaterally doi: (B)(6) 2016 doe: 03-oct-2018 (left knee).

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.